Event description:
The complainant reported a patient was on impella rp flex support and during the implant, sequential dilation was performed and while inserting the 23 french sheath, resistance was met. The sheath would not advance so a 23 french dilator was used and the sheath was inserted. The sheath had perforated the internal jugular vein. The sheath was removed and manual pressure was held. Insertion was then performed through the left femoral access. The patient expired after 34.24 hours of impella support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation has been completed. An introducer and a dilator were returned for evaluation. Upon visual inspection, damage to the tip of the introducer sheath was observed. Additionally, the tip of the dilator also showed damage. Clinical details noted that when inserting the sheath into the rij, resistance was met and the physician pushed in order to attempt to place the introducer sheath. The patient was noted to have unique neck anatomy with a short neck and deep tissue. The sheath was able to be placed successfully in left ij. The root cause of the vascular damage - peripheral vessel was most likely due to introducer sheath tip split. D.9 date device returned/information was added.

Manufacturer narrative:
G6 type of report; 30 day was inadvertently not selected manufacturer device report 1220648-2025-25622-1.